Event description:
It was reported that during testing, the external pulse generator (epg) was pacing at incorrect rates. It was recommended that the epg be returned. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).